Event description:
As reported by the field, a cerebase guide catheter (gs9090sd, unknown lot) was found broken in package upon opening the package. No additional information is available at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section d4: the product lot number was not available / not reported. The expiration date of the device is not known. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Section h9: FDA correction/ removal reporting no. 3007628272-02/02/2024-001-r. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Section h7: remedial action initiated type. Recall does not apply to this complaint because the product lot is not available. Therefore, it is not known if it's part of the recall affected lots.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, a cerebase guide catheter (gs9080sd, 31121042) was found broken in package upon opening the package. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31121042 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.